Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09138 and 2134265-2016-09288. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, the lesion was pre-dilated with 2.0x15mm maverick balloon catheter. After which, the physician inserted the opticross imaging catheter and initiated automatic pullback however, it was noticed that the connection of the imaging catheter was poor. Thus, automatic pullback could not be completed and no image appeared. The procedure was completed with another opticross imaging catheter. No patient complications were reported and the patient's status is good.